Manufacturer narrative:
Failure analysis noted that the reservoir failed per specifications. They were unable to fill the reservoir due to the transfer guard needle not parallel to the body's axis. (B)(4).

Event description:
It was reported via email that the reservoir had an occlusion. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that she could not get insulin to go through the infusion set tubing and her blood glucose was high. Troubleshooting was not able to resolve the issue. The reservoir was returned for analysis.